Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter-employed nurse from india of peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized. On (B)(6) 2011, an effluent culture and analysis were performed. The results of the culture were unknown and the analyses were not reported. On (B)(6) 2011, the patient received remedial treatment with a loading dose of reflin 500 gm once daily ip and on the same day, began remedial treatment with fortum 1 gm once daily ip. The patient was recovering from the peritonitis. Remedial treatment with reflin and fortum was ongoing. Dianeal pd2 ultrabag therapy was ongoing. The reporter believed the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.